Event description:
The following information was reported: the balloon was reported to have a pin size hole upon prepping. It was not used in a patient. A second mynx was used successfully. The patient was not hospitalized. Vessel location: peripheral sheath size: 6f vessel type/closure: arterial.

Manufacturer narrative:
The incident narrative stated that the balloon had a pin size hole upon prepping the device and that the device was not used in the patient. However, visual inspection of the returned device showed that the device was exposed to blood, and the shuttle was disengaged to the handle. The condition of the returned device does not match the description of the reported incident. An attempt to inflate the balloon revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a .5 mm micro tear in balloon, approximately 4.5 mm from the balloon proximal tip. The balloon appeared to be intact with both ends of the balloon still attached to the device (no missing pieces). Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1426501) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).